Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable. The operation was reportedly not device related. The recipient reportedly passed away. The recipient's death was not device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly under the care of neurosurgeons and has had treatment for meningitis and hydrocephalus. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly hospitalized due to complications following an operation. The recipient is presenting with osteomyelitis and meningitis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable. The operation was reportedly not device related. The recipient reportedly passed away. The recipient's death was not device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.